Event description:
Surgeon broke two bioabsorbable screws during attempted insertion. Screw was removed from the joint and another fixation method used. There were no pt injuries reported as a result of this situation. Smith & nephew is taking a conservative approach and is filing MDR on forms 1219602-2000-00057 and 1219602-2000-00058.